Event description:
Additional information received from the patient reported that she had pain at ins site going down to buttock and leg. She had the sensation of getting poke at the pocket site as well. She had CT scan and the report said her system was not intact. She was not sure whether that means a broken lead or disconnected lead from the ins. She felt like something was poking her all the implant at implant site. It was also reported that she had hip replacement surgery 4-5 years ago and that caused the device to break and she felt her implant was poking her until it was revised. There was no fall or trauma could be related to the issue. She would meet with a company representative (rep) next day as a follow up appointment from her surgery.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v430990, implanted: (B)(6) 2010, product type: lead.

Event description:
The patient reported that they had their hip replaced (B)(6) 2014 and during the procedure their device broke and after the surgery they felt like something was poking them inside. The patient's healthcare provider found that a lead wire was pulled out and was poking the patient. The implantable neurostimulator (ins) and leads were replaced and moved to the other side of the body on (B)(6) 2014. The patient experienced a sudden change in their therapy/symptoms. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.